Event description:
Pt underwent a total knee replacement procedure in 2009. Pt was discharged home a week later. During an outpatient visit the following month, an x-ray was performed on the knee, and a piece of drain was noted to have been left inside the pt's knee. Pt required the knee to be scoped for removal of a piece of the drain. Pt went home the same day and is stable. It was an outpatient procedure.

Manufacturer narrative:
No sample was returned for eval, however, a picture of the section of a drain was provided for review. The picture shows an opaque drain that appears separated at the suction holes/eyes area. The opaqueness of the pictured drain section appears inconsistent with the clarity of an unused, current design of a davol pvc drain. Therefore, based on the limited available info, we are unable to confirm if the section of drain is a davol device or determine the possible cause of the drain separation/break.